Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while the patient was at school, the pod detached from the infusion site on the abdomen after approximately 5-24 hours of pod wear, leading to the patient¿s blood glucose levels increasing above 13.9 mmol/l (250 mg/dl). A new pod was placed, and the patient successfully resumed therapy. No medical intervention was reported.